Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd facscanto¿ ii flow cytometer there was leakage of biohazard. The following information was provided by the initial reporter: was the leak fluid or air? Fluid. Was the leak contained within the instrument?no. Was there spray of fluid under pressure? No. What was the fluid that leaked? Biohazard did biohazard leak before or after waste line? Before waste line was the waste mixed with decontamination or bleach? No. Was the customer/bd personnel physically in contact with the fluid? No. Leakage from manifold assembly in cart.

Manufacturer narrative:
H. 6 investigation summary investigation summary: scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2 system ivd, part # 338960, serial # (B)(6). Problem statement: customer reported complaint regarding leakage of biohazard not contained within instrument. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 22jul2021 to 22jul2022. Complaint trend: there are 5 complaints related to leak issues with cable/ wiring/ connector/fitting : . Date range from 22jul2021 to 22jul2022. Manufacturing device history record (DHR) review: DHR part # 338960 serial # (B)(6) , file # 338961-v96101060-900199430-09 , was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of biohazard leak not contained within the instrument was due to a loose fitting. This was resolved by tightening the fitting. The instrument is confirmed to be performing as expected with no further leaks. No parts were replaced. Although the leak was waste and there was potential exposure to biohazard material, there was no skin contact nor was there any medical treatment performed. No user was harmed or injured. Bd facscanto ii flow cytometer instructions for use (IFU), #23-20269-00 rev. 01/vers. A, indicates to wear suitable protective clothing and gloves to prevent transmission of potential fatal disease from biological specimens. This can be found on page 147 in cleaning the surfaces. The safety risk of this hazard has been identified to be within the acceptable level. Service max review: review of related work order #: na, case # (B)(6). Install date: (B)(6) 2009. Defective part number: na. Case comments : subject: leakage from manifold assembly in cart. Description: leakage from manifold assembly in cart. (8/16/2022 8:11 pm) this matter has been dealt with on-site. Returned sample evaluation: a return sample was not requested because no parts were replaced. Risk analysis: risk management file # 338960-04ra, rev. 01/vers. A, bd facscanto ii flow cytometer (fluidics) fmea was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes or no? Item: 4. Quick disconnect. Function: 4.1 connects tubing to filters and fluid tanks. Potential failure mode: 4.1.1 tubing failure. Potential effect(s) of failure: 4.1.1.1 leaks at waste tank. Biohazard. Potential causes)/mechanism(s) of failure: waste fitting leaks. Current controls: 1. Pump compensates for leaking.. Recommended actions: na. Responsible party: na. Target completion date: na. Actions taken: na. Initial sev: 9. Initial occ: 6. Initial det: 1. Initial rpn: 54. Mitigation(s) sufficient: yes or no? Root cause: based on the investigation results the root cause was due to a loose fitting. Conclusion: based on the investigation results, the root cause of leak not contained within the instrument was due to a loose fitting. This was resolved by tightening the fitting. The instrument was performing as expected. No one was harmed or injured, and no medical treatment was performed due to the biohazardous leak. The safety risk of this hazard has been identified to be within the acceptable level. Supporting document: n/a.

Event description:
It was reported that while using bd facscanto¿ ii flow cytometer there was leakage of biohazard. The following information was provided by the initial reporter: "1. Was the leak fluid or air? Fluid. 2. Was the leak contained within the instrument? No. 3. Was there spray of fluid under pressure? No. 4. What was the fluid that leaked? Biohazard. 5. Did biohazard leak before or after waste line? Before waste line. 6. Was the waste mixed with decontamination or bleach? No. 7. Was the customer/bd personnel physically in contact with the fluid? No. Leakage from manifold assembly in cart."